Manufacturer narrative:
In my initlal report sent 15nov2024, I have made a typo on the b4 field, date of this report. This follow-up is therefore a correction of this.

Manufacturer narrative:
Initially the customer reported a bias of 0.8 mmol/l, but it was later confirmed that the bias was a factor 10 lower (0.08 mmol/l). Based on this update, the clinical assessment was updated and confirmed that the bias could not cause or contribute to death or serious deterioration to health. Hence, this incident does not meet the criteria of a reportable MDR now.

Manufacturer narrative:
The root cause could not be determined because the item was not available for investigation.

Event description:
According to the complaint, on 18oct2024 in the evening and through to 21oct2024, the hospital experienced measurements of false low ionized calcium on the abl800 flex analyzer (serial number: (B)(6).